Event description:
It was reported that the ilet issued an occlusion alert while the user was on a steel 6 mm contact/detach infusion set; tubing inspection identified an air bubble, tubing was cleared using fill tubing only with observed insulin drops, the infusion set was reconnected, the cannula was filled, and insulin therapy was resumed, after which blood glucose trended from 270 mg/dl downward. Symptoms included hyperglycemia. Outcomes included temporary hyperglycemia without hospitalization. Investigation included user-guided troubleshooting and education, including inspection for kinks or blockages, clearing the tubing, and confirming delivery through the cannula with subsequent monitoring. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear after clearing an air bubble and confirming flow. It was concluded that the event involved a reported occlusion alert with hyperglycemia of unclear cause after successful troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.